Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the blood sampling valve. (B)(4).

Event description:
The customer reported hemoglobin results were low for quality control samples when using the coulter hmx hematology analyzer with autoloader. The customer also reported differential test results were not generated. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.